Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the atrial and ventricle leads were both explanted and replaced on (B)(6) 2021. Patient was stable.

Event description:
Related manufacturer reference number: 2017865-2021-21217. It was reported that the asymptomatic patient presented for a generator change out procedure. Upon review, the atrial lead exhibited high capture thresholds. Upon fluoroscopy, the right ventricle lead exhibited externalization of the conductor wire. No intervention was performed. Patient was stable.